Event description:
It was reported that the charging cable for the ilet charging pad had intermittent connection, and the user requested a replacement charger, case, and clip while confirming the ilet could still be charged. Investigation of this case revealed a suspected intermittent connection involving the charger cable associated with the charging pad. No clinical symptoms reported during the event. Outcomes included no impact on health and no alarms. It was concluded that the issue was related to a noncritical accessory or component of the charging system, with the ilet remaining functional.